Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A log review was performed for the cadiere forceps instrument reported in this complaint (pn: 470049-06/n10181219 0127) and the following was found: the instrument was last used on (B)(6) 2020 during a total hysterectomy performed by dr. (B)(6) on (B)(4). The cadiere froceps instrument was used on its 10th life/usage of 10 for this procedure and not used for any following procedures. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur. Please note for the missing investigation: no photo or video was received for analysis. Technical review is not required as there was no error related to the issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure was completed, the cadiere forceps cable was found to be broken. A similar backup da vinci instrument was used to continue with the case. No fragments fell into the patient. The or staff completed case setup. The procedure was completed with no reported injury.